Manufacturer narrative:
This report is for an unk - screws: locking/ unknown lot. Part and lot numbers are unknown; UDI number is unknown. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on an unknown date, the patient underwent a removal of retrograde/ antegrade femoral nail (rafn) due to nonunion along with 2 unknown screws one of which was broken. Surgeon retrieved all the hardware pretty easily. It was revised with a 13mm unknown nail and placed the minimal about of graft that was harvested in the nonunion site. There was a 60 minutes surgical delay. The patient outcome was unknown. Concomitant devices reported: retrograde/antegrade femoral nail (part # 04.013.364, lot # 7507074, quantity 1), unk - nail head elements: rafn spiral blade (part # unknown, lot # unknown, quantity 1), unk - end caps: rafn (part # unknown, lot # unknown, quantity 1), unk - screws: locking (part # unknown, lot # unknown, quantity 1). This complaint involves one (1) device. This report is for (1) unk - screws: locking. This is report 1 of 1 (B)(4). Related product complaint: (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.